Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
The customer reported the tidal wave volume drops when the fio2 is turned down from 35% to 30%. There was no patient involvement. The remote service engineer advised the customer to complete performance verification testing. The customer replaced the distribution panel and the performance verification testing, which passed successfully.

Manufacturer narrative:
G4:12feb2021. B4:23feb2021. H10:additional information has been received indicating that the unit's battery was not charging which is why the part ID for the distribution panel was requested. The customer successfully replaced the distribution panel and battery to address this problem. The unit ran unit for 24hrs and confirmed to be working within specification. The tidal volume issue could not replicated. No faults were found related to this allegation. There was no patient incident or harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.